Event description:
A terumo (B)(4) was performing an optia mononuclear cell collection (mnc) procedure in the lab and received multiple alarms. The procedure was discontinued. The disposable set was visually inspected and it was found that the plasma recirculation tubing line was misassembled (crossed) with the collect bag line. This type of product malfunction(misassembly) could lead to donor hypovolemia (from plasma pulled into the collect bag) if the problem were to recur. There was not a transfusion patient or recipient for this event because the defect was found during a lab run. The disposable set was discarded by the user. This report is being filed because current information reasonably suggests that the identified malfunction would likely cause or contribute to a death or injury if this same failure were to recur.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: the disposable set was found to be misassembled where the plasma recirculation line was crossed with the collect bag line. There is risk for hypovolemia with this missassembly but the system gives the operator five alarms and one of the alarms in prime informs the operator to check for a defective set. Two unused sets were re-created with the misassembly and both test sets were run through saline simulated use. Both misassembled test sets had the same sequence of alarms. There were 5 automated alarms and 2 visual detection chances for an operator to realize a problem with the set. None of the alarms stopped the procedure and an operator ignoring all alarms and visuals could potentially proceed through the entire procedure. A completed procedure could result in non-viable mnc product and unexpected plasma hypovolemia for the mnc donor if an operator ignored all of these alarms and visuals. A bovine run on a misassembled test set was also performed. The run data file saw the same series of alarms as seen in the saline simulated use test with one additional alarm 20 minutes into the run which was continued through, "patient¿s fluid balance may be 10% lower than reported" alarm. Over 1000ml of plasma was observed in the collect bag and the system did not force end of run alarm. The user forced the end of run. A query was done for available run data files from the field looking for the two alarms related to this misassembly. There were no d log files in the field that contained both "plasma recirculation flow path was not primed" alarm and the "high level reservoir sensor failed fluid check" alarm in th same procedure. Root cause: this root cause for the alarms and potential for hypovlemia was due to a missassembly where the plasma recirculation line was crossed with the collect bag line. Correction: manufacturing staff were made aware of this incident and it was found that the mop had already been updated with a visual guide between the time that this lot was manufactured to when subsequent lots were manufactured. Training had already been completed on the revised mop when it was released.